Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient¿s ipg required frequent and excessive charging intervals. As a result, patient underwent surgical intervention on (B)(6) 2018 wherein the ipg was explanted and replaced with a competitor¿s ipg.